Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood observed all conductors; lead stretched; lead damaged at implant; full lead analyzed.

Event description:
It was reported that the 4196 lead was opened during the implant procedure, but not used due to the patient's vascular anatomy. Another lead was utilized. There were no patient complications as a result of this issue.